Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152971.

Event description:
Voluntary medwatch received states that patient's lead was explanted due to infection and wound dehiscence. The patient status was unknown.